Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. At this time carefusion is waiting for components from customer for evaluation. (B)(4).

Event description:
The customer reported while using the vela ventilator, it alarmed xdcr fault. The customer stated he tested the transducer and the exh press failed. The customer reported there was no patient involvement associated with this event.